Event description:
It was reported to ge that during servicing of a product, a field engineer rec'd a shock of 240 vac. No serious injury was reported. The cable had a crimp that caused a short resulting in a shock to the svc person. The cable was replaced and the system returned to operation.